Event description:
A pt was treated with the visica system for a fibroadenoma approx 1 cm in size. The procedure was started and about 1 1/2 minutes into the procedure, the physician attempted to inject saline between the skin and the iceball. The needle could not be inserted between the iceball and the skin so the procedure was aborted. The physician observed a slight freeze of the skin and applied a warm compress to the area and "take non-steroidal anti-inflammatories for any pain." The pt was seen 5 days later by dr and was reported to be doing fine. Dr observed some bruising, which is consistent with post cryoablation side effect noted in the IFU. Dr noted that he observed no skin deterioration following the cryoablation.